Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was advanced into the left atrium. An unknown pigtail catheter was advanced in the was to position the was in the laa. The physician made 4 attempts to position the was distally. When checking the position a pericardial effusion was noted. A pericardiocentesis was performed which removed 100 cc of fluid. The effusion was successfully resolved within 20 minutes. The case was aborted. No further complications were noted. Patient was stable and has been discharged.

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of a watchman access system. A microscopic and visual inspection revealed kinks in the sheath located 29cm and 31cm form the strain relief, and damage (smashed/misshapen) to the tip/sheath for a length of 38mm. Inspection of the rest of the device found no other damage or deformity.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was advanced into the left atrium. An unknown pigtail catheter was advanced in the was to position the was in the laa. The physician made 4 attempts to position the was distally. When checking the position a pericardial effusion was noted. A pericardiocentesis was performed which removed 100 cc of fluid. The effusion was successfully resolved within 20 minutes. The case was aborted. No further complications were noted. Patient was stable and has been discharged.